Event description:
As reported by our edwards lifesciences japanese affiliate, a patient who underwent a transcatheter aortic valve implantation with a 26 mm sapien 3 ultra resilia valve in the native aortic valve developed hemolytic anemia on postoperative day 3 related to mild-moderate paravalvular leak. Blood transfusion was given. The 26 mm sapien 3 ultra resilia was implanted with 2ml less than nominal volume as the native aortic valve had an annular area of 520 mm2 and calcification extending to left ventricular outflow tract from the non-coronary cups and left coronary cusp. The final valve position was 80:20 aortic/ventricular. Post dilation was performed for mild-moderate paravalvular leak (pvl), but no apparent improvement was observed. Given the feature of annular calcification and patient's condition due to stage 4 pancreatic carcinoma, no further attempt to reduce pvl was performed. On post operative day 3, hemolytic anemia with high lactate dehydrogenase (ldh) occurred and did not improve after blood transfusion. The hemolytic anemia was suspected to be due to pvl.

Manufacturer narrative:
Investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation and additional information received from the site. The following sections of this report have been updated: codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. Per new information from the site, blood transfusion was performed three times: 2 units on post operative day (pod) 1, 4 units on pod 7, 4 units on pod 22. Based on the result of blood test showing increased schistocytes, low haptoglobin, elevated ldh, and anemia, the physician judged the event as mechanical hemolytic anemia due to pvl. The sapien 3 ultra resilia valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and reviewed by an edwards proctor and the following was observed: mild to moderate pvl at the left coronary cusp observed on tee. Annular area was 550mm2. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The pvl was confirmed based on provided imagery. Per the instructions for use (IFU), pvl is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As noted, it was reported that patient had valve area 512 mm2, which was within the recommendation range for thv size 26mm. However, per imagery review, measurement of annular area was 550 mm2, which falls within the range for a 29mm thv per IFU. An undersized thv may have compromised the seal provided by the skirt between the valve and target site, leading to pvl as observed. In addition, it was reported that patient had severe aortic valve calcification. Bulky calcification can create irregular contact between the pvl skirt and target site (native annulus), resulting in paravalvular leak as reported. As such, available information suggests that patient factors (calcification) and/or procedural factors (undersized thv) may have contributed to the paravalvular leak. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or pvl. Severe hemolysis is rare, however, and usually reflects pvl. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (moderate pvl) may have caused or contributed to the hemolysis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was created to assess patient risks for hemolytic anemia associated with paravalvular leak of sapien 3 ultra resilia valve, and a corrective action preventative action (CAPA) was initiated to drive further investigation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. The following sections of this report have been updated: additional information added to b5, additional code added to h6 health effect-impact code.

Event description:
The patient underwent a plug closure operation to treat the paravalvular leak approximately 2 months post sapien 3 ultra resilia implant.